Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were itching since implant. The patient is still experiencing itching at the ins scar site and also that her physician informed her that her ins came out of the pocket, and that he suspects the itching is possibly due to allergy or the stitches and told the patient that the itching could be expected for an additional month from the time she spoke with him. The patient stated she was given prescription topical medication for the itching with a date of dec 19th so it was probably around this time that the issue occurred. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.